Manufacturer narrative:
Reference number (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Small intestinal ulcer and hemorrhage and bezoar are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient went to the emergency room due to severe abdominal pain. On (B)(6) 2018, the patient experienced bleeding from the duodenal ulcer and a bezoar. On (B)(6) 2018, urgent surgery was performed because of the bleeding from the duodenal ulcer and bleeding control was achieved. The patient received two units of packed red blood cells. The duodopa intestinal tube was removed, keeping the peg tube. Duodopa therapy was discontinued, to be resumed after recovery. He was on absolute diet, was not bleeding and the abdominal pain was recovering. After an unspecified amount of time, the patient required urgent surgery due to re-bleeding from the ulcer with hemodynamic repercussion, a partial gastrostomy was performed and a pyloric ulcer was seen. The patient was in the ICU with mechanical ventilation. Once in the ICU, the patient had aspiration pneumonia due to his own secretions.